Event description:
During procedure, two detachment cycle attempts were made to detach the coil. After both detachment attempts, the delivery wire was retrieved and it was confirmed under fluoroscopy that the coil was not detached. The coil was advanced into the aneurysm a third time and another detachment attempt was made. When the delivery wire was retrieved, the coil was noted to be detached in the microcatheter. The proximal end of the coil was was pushed with a guidewire into the aneurysm. There were no clinical consequences to the patient.

Event description:
During procedure, two detachment cycle attempts were made to detach the coil. After both detachment attempts, the delivery wire was retrieved and it was confirmed under fluoroscopy that the coil was not detached. The coil was advanced into the aneurysm a third time and another detachment attempt was made. When the delivery wire was retrieved, the coil was noted to be detached in the microcatheter. The proximal end of the coil was pushed with a guidewire into the aneurysm. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that main coil had been detached from the delivery wire and appears to have detached via electrolysis. The delivery wire was kinked at 10 cm, 38 cm, and 55 cm from the proximal end. The observed damage to the coil delivery wire is likely due to the handling of the device during use. The long detachment is likely due to procedural factors encountered during the procedure. Analysis of the device and the information available did not show that the coil prematurely detached. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.